Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the radial artery. The 90% stenosed, 2.5x15mm, eccentric and denovo target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm non bsc balloon, leaving 60% residual stenosis. A 2.25x16mm taxus liberte stent was then advanced to the distal lad but was unable to cross the lesion. The device was removed and then a 2.25x12mm taxus liberte stent was advanced to the lesion but this device was unable to cross the lesion as well. A 2.5x15mm apex balloon was advanced to the lesion for predilation and a 2.5x12mm taxus liberte stent was then able to be successfully implanted in the lesion. The procedure was completed with no patient complications reported. The patient's status is listed as stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).